Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution leak was observed from the filter on one unit of polyflux 17l during dialysis. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
Additional information added to h3, h6 and h10 h3: the actual sample was not available however, video was provided for investigation. The visual inspection of the provided video showed the product during treatment. The video quality was very bad however, a dripping from the housing was visible. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.